Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 552 mg/dl. The customer was treated with manual injection. Customer also reported that insulin pump had blank display and display return after insulin pump restart. Customer stated they declined to troubleshot for high blood glucose level. Customer stated it is due to bolus not delivered and insulin pump turning off. The insulin pump will not be returned for analysis.